Event description:
The pt's (B)(6) scs system included a surgical lead. Following the initial implant procedure, it was reported the lead migrated due to the anchoring technique utilized by the physician. Surgical intervention was undertaken to address this issue. The original lead was inadvertently cut and a new lead had to be implanted. However, it was noted the physician experienced difficulty placing the new lead due to the presence of scar tissue. Two days following the procedure, it was reported the pt could no longer stand. Further review of the CT scan found the tip of the newly implanted lead caused a compression of the dura. An additional surgery was performed to reposition the lead. The pt is reportedly recovering in a rehabilitation clinic.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.